Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The instructions for use and patient manual include a reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed. This is report one of two reports (3007042319-2015-03999, 04000) submitted for devices related to the same event.

Event description:
It was reported: "patient recognized that the controller changed from one power port to the other one before batteries are down to 25% (>25%) - definitively secured by patient for (B)(4). Unclear if the other batteries had any issues. Problem was solved with the replacement of the batteries. Investigation is ongoing.

Manufacturer narrative:
Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed since log files were not available for analysis. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. Therefore the exact root cause of the reported issue could not be determined. This is one of five reports (3007042319-2015-03999, 3007042319-2015-04000, 3007042319-2016-01629, 3007042319-2016-01630 and 3007042319-2016-01631) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.